Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 09, 2022.

Manufacturer narrative:
This report is submitted on june 15, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. It was then reported that the electrode array was folded over, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.